Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the iol was replaced with a diopter difference of power. The patient's issues have resolved. The prognosis is excellent.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and of an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced a vision issue. The iol was replaced with a different lens model approximately 4 months following the initial implant procedure.